Event description:
Initial reporter indicated that when they interrogated a vns patient, they received the message "the device settings have been reprogrammed". The patient was reinterrogated and their settings had been changed to 1ma output current and 60min off time. The patient left the office with incorrect settings the previous day and had returned to clinic where their setting change was noted and the issue was corrected. An interrupted system test is suspected to be the cause of the event. Programming history is going to be obtained for review.